Event description:
During an open heart procedure the defibrillator was charged to 50 joules in preparation to administer a shock to the patient. The operator waited several seconds prior to administering the shock while a second person used an electrocautery device to stop blood flow in another section. The defibrillator allegedly discharged spontaneously and delivered the energy to the patient when the electrocautery device was triggered. There were no adverse affects to the patient reported.